Event description:
A malfunction alarm was reported with code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue arose again, which they acknowledged and understood.